Manufacturer narrative:
Complaint conclusion: during the procedure, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. The balloon pulled through the arteriotomy. It was retracted when the user has withdrawn the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Therefore, manual compression was performed for 20 minutes. There was no reported patient injury. The device was prepped and used according to instructions for use (IFU). The mynx vcd was used in percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild tortuosity at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was no scar tissue at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of mynxgrip. The device was not purged of air during prep. There was no visible damage in distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2113201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as not purging the balloon of air during preparation and excessive tension when retracting the device, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave the syringe at neutral. Do not lock. The IFU also instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2113201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. The balloon pulled through the arteriotomy. It was retracted when the user has withdrawn the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Therefore, manual compression was performed for 20 minutes. There was no reported patient injury. The device was prepped and used according to instructions for use (IFU). The mynx vcd was used in percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild tortuosity at the puncture site.there was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was no scar tissue at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of mynxgrip. The device was not purged of air during prep.there was no visible damage in distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was not returned for analysis.